Manufacturer narrative:
Internal complaint reference case(B)(4).

Event description:
It was reported that, during a fracture of the tibial plateau procedure, when drilling the bone, the first evos small 2.5mm drill w/ao qc long broke in the patient and the second evos small 2.5mm drill w/ao qc long was bent. Incident occurred with instruments inside the patient. The procedure was completed, without delay, using a s+n back-up device. Patient was not harmed.

Event description:
It was reported that, during a fracture of the tibial plateau procedure, when drilling the bone, an evos small 2.5mm drill w/ao qc long broke in the patient. The fractured piece was left inside of the patient. The procedure was completed, without delay, using a s+n back-up device. Patient's current health status is unknown.

Manufacturer narrative:
The device was not returned for evaluation but the pictures were reviewed, and revealed that the tip of the device is broken. The clinical/medical investigation concluded that, during a tibial plateau fracture procedure, when drilling the bone, the first evos small 2.5mm drill w/ao qc long broke in the patient. The fractured piece was left inside of the patient. The chemical makeup of the drill bit is the common 17.4 medical stainless steel and is not intended for long term implantation. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient's current condition is unknown, and the patient impact could not be determined based on the limited information provided. Should any additional clinical information be provided, this complaint will be re-evaluated. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. As the device can no longer fit its purpose, the contribution of the device to the reported event could be corroborated. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection revealed the tip of the device broke off. The piece was not returned. The device shows signs of significant wear and use. The clinical/medical investigation concluded that, during a tibial plateau fracture procedure, when drilling the bone, the first evos small 2.5mm drill w/ao qc long broke in the patient. The fractured piece was left inside of the patient. The chemical makeup of the drill bit is the common 17.4 medical stainless steel and is not intended for long term implantation. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, there were no clinical factors found which would have contributed to the event. The patient's current condition is unknown, and the patient impact could not be determined based on the limited information provided. Should any additional clinical information be provided, this complaint will be re-evaluated. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed similar events for the listed device over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for care, maintenance, cleaning, and sterilization of smith & nephew orthopedics devices for single-use devices revealed that as the devices are sold both nonsterile and sterile and often removed from their original packaging to be placed in a containment device they should be cleaned and/or inspected prior to sterilization. The device should not be reprocessed or reused if comes in contact with blood, tissue or bodily fluids. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. With the results of this investigation the root cause of this event could not be determined. This is a single use device, surgical technique or damage from misuse are likely potential factors that could contribute to the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.